Event description:
Additional reviewed indicated that the volume discrepancy was noted. It was expected to have 3 cc left in reservoir but it was 9. The health care provider stated the motor stall was due to CT scan on (B)(6) 2012 rather than the MRI. However, the pump logs showed the motor stall occurred prior to CT scan. And analysis of the returned pump found corrosion.

Manufacturer narrative:
Final device analysis revealed motor/gear train anomaly: corrosion. There was slight residue in pinion of gear #2 and significant residue on upper shaft of gear #2. The motor assembly inspection revealed corrosion-related damage to the o-ring and the upper bridge jewel for gear #2 had residue in it. Slight corrosion was observed on the surface of gear wheel #3. Slight moisture was seen in the motor compartment and bottom inner cover.

Manufacturer narrative:
(B)(4).

Event description:
It was reported an alarm was heard and the patient experienced pain. Telemetry confirmed a critical alarm had occurred due to a motor stall. The stall was constant. The patient's pump was refilled on (B)(6) 2012 and was updated by the health care provider. The health care provider noted that the pump had stopped and the pump was restarted. The patient had an MRI (3t) (B)(6) 2012 and per the hcp he was not notified so the pump was not checked following the procedure. The hcp reported the pump continued to alarm and was not functioning. The device was replaced (B)(6) 2012. The patient was reported to have recovered without sequela. The pump delivered hydromorphone, clonidine and bupivacaine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Catheter model #8709sc, lot # n123934009, implanted on: (B)(6) 2007, explanted on: unknown.; analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).